Event description:
Customer reported presumed falsely elevated patient blood lead test results with leadcare ii. Customer reported leadcare ii test result of 6.4 ug/dl. The customer reported the patient was sent to the hospital where another leadcare ii test was conducted. The result of the secondary was "low". Customer reported the patient would not be sent for venous confirmatory testing. During troubleshooting technical services (ts) asked the customer to describe the method applied for collecting capillary blood. The customer described procedures that do not fully align with the instructions for use (IFU) and cdc recommendations cited in the IFU including: not washing hands with soap and water and letting hands air dry not removing excess blood from the outside of the capillary tube not mixing the treatment reagent (tr) tube by inverting 8 to 10 times. Customer reported they transport capillary tubes from a collection room to a testing room. Ts instructed customer to bring the whole vial of capillary tubes and plungers into the collection room along with the tr tube to minimize exposure to contaminations. Ts requested quality control (qc) results and date ran. Customer reported that qc has not been performed. While on the call, ts instructed customer to run controls. The reported level 1 and level 2 control results were both out of range low: level 1 = 5.6 ug/dl (target range= 6.2-12.2 ug/ dl). Level 2= 19.9 ug/dl (target range = 23.7-31.7 ug/dl). Ts instructed customer to follow cdc recommendations for capillary blood lead collection. Ts provided the customer with the cdc capillary collection video and a link to magellan diagnostics' website for additional documentation including the package insert, user's guide and quick reference guide. Customer stated they would review resources with staff. Ts requested follow-up from the customer on (B)(6) 2026. No response was given. Ts requested follow-up from the customer on (B)(6) 2026. The customer reported they have implemented cdc recommendations for capillary blood lead collection and have had no additional issues. Customer is satisfied.